Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: south korea. It is reported that the thread is cut within the cassette pack.

Manufacturer narrative:
Samples received: 1 unopened cassette. Analysis and results: there are two previous complaints for this code batch regarding cassette leakage that were closed as justified after the analysis. (B)(4) units of this code batch were manufactured and distributed in the market, there are no units in stock. The unused cassette received has no liquid inside, and the thread is connected to the cassette. It is assumed that a incorrect description of the complaint as the cassette has leakage and the thread is correct. The cassette has lost the solution because there is a crack in the structure. Tested the knot pull tensile strength of the thread in the cassette received and the results fulfill the OEM requirements. Final conclusion: taking into account that the cassette received is leaking and does not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: a CAPA (B)(4) was opened in order to avoid cassette leakage issues. The involved batch was manufactured previous to the implantation of the actions.